Event description:
Abstract: nine days after my incisional hernia repair surgery a second emergency surgery was performed to remove the parietex vental composite mesh ((B)(4)) because it was attached to my small bowel creating a small bowel obstruction (sbo). Events timeline following is a summary of the events related to the malfunction of the parietex ventral composite mesh ((B)(4)). Please contact me (B)(6) for more details. My complete medical record including pathology reports is available for further discussion. On (B)(6) 2014: inguinal and ventral laparoscopic hernia repair surgery was performed by dr. (B)(6) of (B)(6). A parietex ventral composite mesh ((B)(4)) was used to repair my supra umbilical incision hernia. Pain from surgery was minimal and almost gone by the 6th day after the surgery. On (B)(6) 2014: on the night of the 7th day after the surgery pain started with subsequent abdomen distention. I contacted the doctor on call. Was told to come in early next morning to my post-op appointment. On (B)(6) 2014: I met the next morning with my surgeon dr. (B)(6), who missed the diagnosis of a bowel obstruction despite my insistence that something was wrong given that the pain had started the night before. I was instructed to take advil and was sent home. On (B)(6) 2014: that same night I had excruciating pain and abdominal distention. Talked to the doctor on call and by the time he called back I was on my way to the emergency department. On (B)(6) 2014 admitted to the emergency department. Abdominal CT scan found a localized obstruction of the small bowel. A nasogastric tube was inserted in the emergency department to remove the obstructed fluids. On (B)(6) 2014: a second abdominal CT confirmed that there was no progress in the sbo and a second emergency surgery was performed to find that the mesh had adhered to my small bowel. The mesh was removed. On (B)(6) 2014: spent the next five days in the hospital recovering from the procedure. To my knowledge, neither dr. (B)(6) nor (B)(6) clinic have reported this sbo incident to the FDA or to covidien (the mesh manufacturer).